Manufacturer narrative:
Investigation summary: the device key was returned for evaluation and the activation logs were analyzed. In the absence of the complete event device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. Although the exact root cause of the event could not be determined without the complete event device, applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions to mitigate for this type of incident. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Thyroidectomy - "after only 3 shootings, the device stopped working, and the alarm of the generator was continually beeping after that in every shooting. I had to open a new sample ( same lot number ) and the second one was working normally until it began sticking to the tissues. The surgeon asked the o.r. Staff to open an harmonic focus device in order to finish the surgery. The first handpiece is the one I'm returning for the cer. It was an evaluation surgery ( no voyant devices have been sold to the hospital). Other comments made by the surgeon was that the handle is too unstable, and it gets crossed when closing the jaws." Additional information received via email 28 june 2016: "yes, some bleeding was produced because of the sticking....that's why the surgeons asked the o.r. Staff to open a harmonic focus in order to finish the surgery."